Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent a lumbar fusion and internal fixation. On (B)(6) 2020 the patient was re-examined and it was discovered that one cap was loose. The patient underwent a revision surgery on (B)(6) 2020 to replace two (2) caps and one (1) rod. The patient is stable now. Concomitant devices: unknown screw (part# unknown, lot# unknown, qty 2); unknown rod (part# unknown, lot# unknown, qty 1). This report is for one (1) mmsi single inner setscrew. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: updated concomitant devices: h3, h6: investigation summary cap loose post-op. It was reported that the patient was given the operation of lumbar fusion and internal fixation on (B)(6) 2019. The patient went to hospital do re-examination on (B)(6) 2020, noted one cap was loose, was given revision operation on the (B)(6) 2020, replaced two cap, two screws and one rod. Return the two caps, but could not distinguish which one was loose, the lot number is 220841/222518.the patient is stable now. Please note investigation will be done on both the image and physical product. Investigation flow: device interaction/functional visual inspection: upon visual inspection, the set screw threads are slightly nicked which may have resulted in the complaint condition. The image(s) was reviewed, and the complaint condition could not be confirmed as the image(s) provided only showed the screws after they were removed, and no x-rays were provided to show migration. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. Functional test . A functional test was not performed as the screw and rod were not returned with the set screw. Dimensional inspection. Based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record has been requested device history lot the DHR of product code 179712000, lot 222518, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on november 2, 2018. Qty. 400 device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
5/28/2020: updated concomitant devices: